Event description:
The following is based on initial information received the patient and subsequent medical records received from the patient's clinic: a (B)(6) with a past medical history of end stage renal failure was admitted to the hospital on (B)(6) 2013 (primary diagnosis peritonitis). Presenting complaint pain in the middle of his abdomen, on peritoneal dialysis. He stated his last fluid was not clear and suspects peritonitis. The peritoneal dialysis gram stain showed gram negative rods in the fluid. On admission, patient was started on vancomycin 1 gram and gentamicin. He was discharged from the hospital on (B)(6) 2013; the progress notes stated the peritonitis was resolving and white blood count trending down.

Manufacturer narrative:
Medical records have been received and reviewed by the manufacturer's physician and assessed the following: (B)(6) male patient with esrd received peritoneal dialysis at home using a cycler. She developed an episode of peritonitis requiring hospitalization. There is no history of therapy problems or device malfunctions. A supplemental report will be submitted upon completion of the plant's investigation. Related MDR: 8030665-2013-00969.